Event description:
Upon removal of the introducer, the nurse felt resistance. Tha attending physician was called to remove the introducer. The physician felt normal resistance and removed the introducer. Approx only half of the introducer device came out. The distal section remained inside the pt. The pt was sent to surgery to retrieve the remainder of the introducer sheath.